Event description:
It was reported that the pt underwent a posterior spinal surgery at l3-l5. It was reported that the pt underwent a revision surgery due to pain. No additional pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.